Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020 product type: lead; product ID: 977a260 lot# serial# (B)(4), implanted: (B)(6) 2020 product type lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 27-aug-2024, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 27-aug-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the lead was fractured and out. The patient was not was not feeling stimulation on the right side and was unable to feel stimulation on the right side when the other lead was programmed. It was unknown what factors may have contributed to the issue. The issue was not resolved at the time of the report. Surgery was planned but had not yet been scheduled.